Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was used for modeling of another manufacturer's stent graft. It was reported upon inflation the reliant balloon burst. The device was removed from the patient. Another manufacturer's balloon was used to complete the case. No patient injury reported. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.